Event description:
It was reported that the impactor device came apart when the trigger was being held down. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the impactor device, and it was determined that the reported condition that the device came apart when the trigger was being held down was confirmed. An assessment was performed and it was found that the device failed visual inspection. During the assessment, the impactor was determined to operate. However, it was identified that the rear housing of the surgical impactor was cracked, caused due to being dropped consistent with user error. Also, the trigger screw was identified as loose, causing trigger body to move resulting in rear housing separation. The root cause for the loose trigger screw causing housing separation can be traced to normal wear due to general tool degradation, since the impactor met its life expectancy due to its high cycle count. It was determined that the most relevant root causes of the found failures are linked to improper handling and normal wear over time.